Event description:
It was reported the device had speaker malfunction error and no tones could be heard. The unit went to bench repair for further evaluation. It was verified during bench testing the device presented no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: results of functional testing indicate that speaker had no sound in mt56060 tool, and speaker was defective.the speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer. No further investigation or action is warranted at this time. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.